Manufacturer narrative:
Specific patient information with regard to age and weight was not provided. The patient had experienced redness, swelling, and a burning sensation on his skin. He sought medical attention at an urgent care and was diagnosed with a mild chemical burn. He was prescribed antibiotics and antibacterial cream for treatment. During a following up phone call with the patient, it was reported that to date he is doing fine. He is still experienced some itchiness and bumps and plans on visiting his general practitioner in a few weeks. Ra will update this report once additional information is received. The product involved in the alleged incident was not returned and no lot number was provided; therefore no further evaluation can be conducted.

Event description:
A patient had alleged that he had experienced a reaction after coming into contact with a wet surface that was disinfected with cavicide.